Event description:
On (B)(6) 2011, abbott point of care was contacted by a (B)(6) who reported that, on (B)(6) 2011, an I-stat 1 analyzer would not activate. The analyzer was returned to the (B)(6) and, on (B)(6) 2011, when the (B)(6) used new batteries to test this instrument, the batteries became very hot. Based on the info available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).